Manufacturer narrative:
To date the device and competitor leads remains in service. A boston scientific technical service consultant reviewed the disk and discussed that the noise was not oversensed by the device. Atrial sensing was observed post defibrillation and was without pacing inhibition. The noise looks to be most likely related to some form of leakage current. In addition further review, confirms all channels are noise/artefact free with successful defibrillation. Technical service believes the noise observed was external in nature, either environmental or perhaps due to a faulty wand as wand was used during initial inductions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a implant procedure, this existing device was connected to the new competitor atrial (ra) and ventricular (rv) leads. Upon lead integrity testing a lot of noise was noted on the atrial and ventricle electrogram. Further device testing was performed and the lead measurements changed with noise only on the shock channel. The noise could not be reproduced with pocket manipulation; therefore, it was unclear if the noise was recorded by the device or perhaps a telemetry issue with the wand on the communicator. The physician elected to close the pocket and contacted boston scientific technical services (ts) for analysis of the device. To determine if this was a lead or device issue the device the physician elected to reopen the pocket and check the connection of the device. The physician observed that all leads were in the correct ports and secure. The physician elected to disconnect and reconnect leads. The device was then tested with a wireless programmer wand and no noise was seen on the electrograms. No adverse patient effects were reported. Remains in service.